Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.